Event description:
A barostim system was implanted on (B)(6) 2023 and last titrated on (B)(6) 2025. It was noted that blood pressures were stable during the titration. The patient presented to the hospital on (B)(6) 2025 with hypotension, syncope and a possible seizure and was admitted to the ICU. The hospital planned to place a magnet over the ipg and adjust medications to see if blood pressures would increase. Barostim therapy was turned off, and no change was seen in the patient's status. The patient remained in the ICU as of (B)(6) 2025. It was noted the patient's blood pressures were still low, but no additional episodes had occurred. The patient's spouse thought medications had been mixed up, but the patient refuted that opinion. The patient was released on an unknown date, and the barostim remained inactivated. No additional information was available from the site on the event, and, as of (B)(6) 2025, the patient had been placed on the transplant list for normal progression of heart failure with no reported contribution from barostim.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023 and last titrated on (B)(6) 2025. It was noted that blood pressures were stable during the titration. The patient presented to the hospital on (B)(6) 2025 with syncope and a possible seizure and was admitted to the ICU. The hospital planned to place a magnet over the ipg and adjust medications to see if blood pressures would increase. Barostim therapy was turned off, and no change was seen in the patient's status. The patient remained in the ICU as of (B)(6) 2025. It was noted the patient's blood pressures were still low, but no additional episodes had occurred. The patient's spouse thought medications had been mixed up, but the patient refuted that opinion. A follow-up was planned for later in the week. As of (B)(6) 2025, a follow-up had not yet occurred and the barostim remained inactivated.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11 cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023 and last titrated on (B)(6) 2025. It was noted that blood pressures were stable during the titration. The patient presented to the hospital on (B)(6) 2025 with hypotension, syncope and a possible seizure and was admitted to the ICU. The hospital planned to place a magnet over the ipg and adjust medications to see if blood pressures would increase. Barostim therapy was turned off, and no change was seen in the patient's status. The patient remained in the ICU as of (B)(6) 2025. It was noted the patient's blood pressures were still low, but no additional episodes had occurred. The patient's spouse thought medications had been mixed up, but the patient refuted that opinion. A follow-up was planned for later in the week. As of (B)(6) 2025, a follow-up had not yet occurred and the barostim remained inactivated. No additional information was available from the site on the event, and, as of 13-aug-2025, the patient had been placed on the transplant list for normal progression of heart failure with no reported contribution from barostim.